Event description:
The remb sag saw was returned for service. Upon evaluation at the manufacturer, flakes were observed inside the sag head. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, damaged bearings were discovered.